Manufacturer narrative:
(B)(4). Batch # r58y9c. Investigation summary: the analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy on the right side "or the remnant side" the reload did not deploy. All of the staples on the patient side deployed. There was a small hole on the remnant side that was stapled closed. Six reloads in all were used to complete the procedure with no patient consequences reported.